Event description:
Rptr complains of loss of memory, bad headache, hair loss, neck pain, back pain, joint ache, breast & bone pain, eye problems, uncontrollable high blood pressure, temporary paralysis, numbness in body, loss of control of hands. Rash on hands, face, chest & back, no feelings in some parts of legs & arms, depressed, manic, problem every month with period. Something different happens all the time".